Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the sticky camera section, the cause was due to water leakage. And for the sticky grip, up down plate, and scope cover, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the airway mobilescope exhibited a sticky camera section, grip, up down plate, and scope cover. There was no patient involvement.